Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that the distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress, the outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo, and visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant products: 1156t, competitor implantable pacing lead, (B)(6) 2009; 6947, implantable tachy lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed signs of high thresholds over time. During extraction of the lead the tip of the lead detached from the lead body and had to be snagged by a technique going through the groin. All components were removed and the lead was replaced. No patient complications have been reported as a result of this event.